Manufacturer narrative:
(B)(4). Baxter is working with the customer to resolve the reported upstream occlusion alarms. The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that the customer is having multiple devices alarming for upstream occlusions when no occlusions are present. The customer has stated that this occurs with a variety of medications and that there has not been any pt injury related to the alarms.